Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found that the vacuum diaphragm was worn, and there was build-up on the valves. He replaced the vacuum diaphragm, cleaned and flushed the valves, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results for 1 patient on a cobas 8000 cobas c 502 module. The initial result was 201 u/l, and failed a delta check. The repeated result was 115 u/l. Because of the difference in the results, the sample was repeated again, and the result was 73 u/l. The sample was repeated on another module, and the result was 73 u/l. The result of 73 u/l was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined that the service actions resolved the issue.